Event description:
During use of the device for cardiopulmonary bypass, the air bubble sensor operated intermittently. The sensor replaced with an alternate device. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.